Event description:
Additional information received from the consumer reported that there was a loss of stimulation and loss of therapy. The consumer reported that the therapy was not working for the past 2-3 weeks. No falls or traumas were reported that could be related to the issue. The patient programmer was used to sync with the device. The device settings were set to group a at 3.50 volts and therapy was on. The implantable neurostimulator (ins) was showing ¼ charged. The patient was going to charge to 100 percent and contact healthcare professional (hcp).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she increased stimulation to 3.00 volts and was still hurting. She could barely walk in the morning. The pain in her leg was back and was hurting at the same place. The manufacturer representative was supposed to meet with her 3-4 weeks ago, but it had been over a month. The stimulation zipped her when she went to the bathroom and only had relief when she lied down. The stimulation went crazy when she coughed and blew her nose. She went to see the healthcare professional (hcp) last friday. It was reviewed how to change programs and switch groups, but the patient only had access to one program and one group. The patient was advised to follow up with the hcp to schedule a reprogramming session with manufacturer representative. The patient outcome was unknown. The indication for therapy was non-malignant pain. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.